Event description:
It was reported that the procedure was to treat a lesions located in the mildly tortuous, mildly calcified proximal and mid left anterior descending and also in the first diagonal. A non-abbott stent was deployed in lad and the trek rx was crossed in the first diagonal through the stent struts with no resistance noted. After inflating the balloon up to 12 atmospheres, the balloon did not deflate. The balloon was kept at negative pressure for two or three minutes and eventually the balloon deflated. The catheter was retracted from the patient anatomy without resistance. An attempt was made to inflate and deflate the balloon in vitro and the balloon did not deflate, and will be returned inflated. A new rx trek balloon was used for further dilatation in the first diagonal using the same contrast media which was diluted in the same manner to complete the procedure. There was no stent deployed in the first diagonal. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Guide wire: sion. Stent: nobori. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported deflation issue could not be confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.